Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon burst occurred. Vascular access was obtained via right femoral artery utilizing contralateral approach. The 90% stenosed target lesion was located in the moderately tortuous and calcified artery below the left knee. After a non bsc guidewire crossed the lesion, a 3mm x 40mm x 145cm coyote¿ balloon catheter was advanced to the lesion. The physician dilated the lesion by inflating the balloon at 5 atmospheres (atms) and it was noted on the angiogram that a contrast media leaked. The device was removed from the patient and it was noted that it was a longitudinal rupture. The device was exchanged to another of the same device to complete the procedure. No patient complications were reported and the patients status was good.